Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was exhibiting far field r-wave (ffrw) oversensing. The patient was reportedly experiencing palpitations, elevated heart rates and weakness. It was noted that the patient was currently being treated for lyme's disease. The lead remains in use. No further patient complications have been reported as a result of this event.